Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impendence and high capture threshold. The lead was explanted and replaced. The patient was recovering.